Event description:
On (B)(6) 2017, the patient was admitted to hospital because of bacteremia (corynebacterium jeikeium, post-operatively suspected). It was reported that the relationship between the infection and the device was unknown. The device was explanted in (B)(6) 2017.

Manufacturer narrative:
Preliminary analysis revealed no irregularities.

Event description:
On (B)(6) 2017, the patient was admitted to hospital because of bacteremia (corynebacterium jeikeium, post-operatively suspected). It was reported that the relationship between the infection and the device was unknown. The device was explanted in (B)(6) 2017.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, the patient was admitted to hospital because of bacteremia (corynebacterium jeikeium, post-operatively suspected). It was reported that the relationship between the infection and the device was unknown. The device was explanted in (B)(6) 2017.